Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged short of breath. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Manufacturer was able to power up the device using a known good power supply and power cord and confirm airflow. Review of the error logs shows no errors were logged. During the investigation, manufacturer observed a dark unknown dust contaminant on the top enclosure, front enclosure rear enclosure, and bottom enclosure. An unknown dust contaminant was observed on the blower box, blower, and blower seal. Hair-like particles were observed on the rear enclosure and the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer is unable to directly address the symptoms or complaints. Section h6 is updated.